Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level due to ear infection and blood glucose level was 418 mg/dl. Customer¿s blood glucose level was 149 mg/dl at the time of incident and current blood glucose level was 168 mg/dl. Customer was not feeling okay to trouble shoot. The insulin pump will not be returned for analysis.